Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was an error message, and a severely swollen knee. They feel that the pump is delivering pressure far higher than what is required. At the knee, jets of pressurized water are coming out.